Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 544 mg/dl. The customer treated high blood glucose by changing set. Customer's blood glucose value was 483 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. There were no leaks or air bubbles. There were no insulin issues, but customer reported that when infusion set was changed, it was found that cannula was bent. After set change, blood glucose began to lower. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and call back for high pressure test. . Customer was educated on causes and prevention of bent cannula. The product was not returned for analysis.